Manufacturer narrative:
Additional photographs of the sling were provided, which revealed that the subject sling is not likely an invacare device. After close examination, it was determined that the sling does not exactly match the engineering prints of invacare transport slings. The box stitches located on the body of the sling are missing a stitch through the center of the cross stitch, which is present on the invacare design.

Manufacturer narrative:
An update was received that when the patient fell on 07/01/2016, he was taken to the ER. He reportedly sustained a fractured rib and collapsed lung. He was kept at the hospital overnight and then returned to the nursing home. The patient continued to live in the nursing home until his death on 12/12/2017, a year and a half after the fall. Based on this new information, it is not likely that the sling contributed to the patient's death. While the reported injuries that immediately resulted from the fall were serious, there is no indication that the patient required prolonged medical treatment for these injuries, and the patient's death occurred a substantial amount of time after the incident.

Manufacturer narrative:
The initial lawsuit received from the patient's lawyer on (B)(6) 2018 alleged that the patient was receiving treatment at a medical center when he was injured as a result of an unsafe condition and size of the sling. The lawsuit made general allegations of defects in design and manufacture but did not specify a device malfunction. On (B)(6) 2018, photographs and a video of the sling were provided. They show the detachment of both sling straps on one side of the sling and the detachment of the outermost loop of an additional strap on the other side of the sling. However, the stitching on the straps is intact and minimal fraying is visible. No explanation was provided regarding how the detachment occurred. No device labeling was present in any of the images. Without identification through product labeling, it cannot be confirmed if the sling involved is an invacare device. Invacare does manufacture slings which are consistent with the sling depicted in the photographs; however, other manufacturers also use the same design. Requests have been made to see the sling in person, but there are indications that the sling cannot be located. The patient's lawyer did state that the sling was being used with a non-invacare lift that was manufactured by (B)(6) healthcare. Invacare's patient slings owner's manual advises, "invacare slings are made specifically for use with invacare lifts. For the safety of the patient, do not intermix slings and lifts of different manufacturers." The only implication that the sling caused/contributed to the patient's death is that invacare received notice of a wrongful death suit, which implies a connection between the patient¿s death and the sling. However, the injuries sustained immediately following the incident have not been specified, and the patient's death was reported 1.5 years after the incident occurred. The patients date of death and death certificate have been requested. This MDR is being filed out of an abundance of caution due to the implication that the sling contributed to the patient's death, and it cannot be disproved that the sling involved is an invacare device. Should additional information become available, a supplemental record will be filed.

Event description:
The patient's lawyer reported that the sling failed during transport, and the patient sustained injuries and has since died.